Event description:
Attempted to commence bypass with single svc cannula. There was no return after three attempts to reposition the cannula placement. The cannula was changed out and bypass was initiated uneventfully.====================== manufacturer response for cannula, venous, cardiopulmonary bypass, dlp======================a representative from the cannula MFR was notified, came to the hospital and removed all cannula with the same lot number from the hospital.